Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
It was reported effective therapy was not achieved following a permanent implant procedure on (B)(6) 2021. Surgical intervention took place on (B)(6) 2021 wherein the physician repositioned the lead to resolve the issue.